Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, when the customer used the tenaculum forceps instrument on the left hand and the maryland bipolar forceps (mbf) instrument on the right hand to remove the myoma, the mbf instrument was found to have a broken cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer used a backup instrument of same kind and indicated that no fragment fell inside of the patient. The instrument did not collide with any other instrument or tool during the procedure. The procedure was converted to another dv system with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps (mbf) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations were replicated, and the customer's complaint was confirmed. Fa found the instrument to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observations not reported by site: the instrument was found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire do not show damage.